Event description:
Caller reported that the mobile app was frozen while loading a cartridge. The issue did not result in blood glucose levels going above 500 mg/dl or below 54 mg/dl, and the pump remained paired after re-launching the app. The caller successfully re-launched the app, and no further assistance was required.